Event description:
It was found during investigation of a returned pump that the downstream occlusion sensor was defective. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. No anomalies was noted. Functional testing was performed. The downstream occlusion (dso) sensor was found to be defective. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is dso sensor. The dso sensor will be replaced.